Event description:
It was reported that extension set developed cracks in the line. The past two extension sets have developed cracks in the lines. This report addresses the second device.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asfuf066 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in australia.